Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump declared multiple, intermittent temperature alarms while the pump was charging. The pump was not exposed to abnormal temperature conditions. The customer's blood glucose level was 400 mg/dl. Reportedly, the customer was able to clear the alarm each time, and continued using the pump for insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.